Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-check inspection, the cardiosave intra-aortic balloon pump (iabp) would not charge the batteries. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d5, e2, e3, e4, g2, g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval, return to manufacture date), g1(contact person ¿ mfg site), g3, g6, g7, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: d1, e4. The getinge field service engineer (fse) was dispatched to evaluate the unit. Fse replaced pcba, power management board. Completed calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received pcb, power management, rohs with a reported unit failure of unit will not charge batteries. The failure analysis and testing dept. Performed a visual inspection and found component u27 is shorted(burned). This damage to q27 poses a risk to the test fixture, so the fat dept. Cannot investigate this complaint any further. However, the shorting of q27 will prevent the batteries from charging. Because the pcb, power management, rohs is an older revision a, the supplier cannot test this board. The board will not be sent to the supplier for failure analysis. Retaining the board in the fat per procedure.